Event description:
It was reported by service report that the screw broke off at the top of the pin bracket. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Retaining post.